Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported when the external pulse generator (epg) was connected to the test equipment and programming the atrial amplitude, the atrial amplitude fluctuated before it settled to the programmed amplitude. It was also reported that the back light on the epg screen flickered. There was no patient involvement.

Manufacturer narrative:
Product analysis :analysis was unable to confirm the customer comment that the external pulse generator (epg) atrial amplitude fluctuated before it settled to the programmed amplitude. Analysis was unable to confirm the customer comment that the back light on the epg screen flickered. It was noted that the hanger assembly was broken, the label was damaged, the upper case, the lower case and keypad were scratched. The epg was returned unrepaired due to expiration of service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.